Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) helium is in red but doesn't appear 'low' on screen and gauge on lower part of machine reads just over half full. No patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character restrction in block e1 e1 event site telephone is (B)(6). Corrected fields : e1 ( event site telephone ) , h6 (medical device ¿ problem code) , e1 ( initial reporter ) updated fields: b4,d8, d9,g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) stated that the customer performed the repair. The customer swapped out the helium bottle. All functional and safety checks to meet factory specifications. The iabp was returned to use.

Event description:
N/a